Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to detach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and the capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The capsule and delivery system was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found that the plunger was broken. The customer reported they had a capsule which failed to detach. The reported condition was confirmed. The investigation found that user rotated plunger more than 1/8 of a turn, user bent the wire. The investigation identified the cause of the reported event to be user mishandling. The user has contradicting the IFU. The IFU states: pressing down on the plunger too slowly may result in the capsule not properly attaching to the patient¿s esophagus or not detaching from the delivery device. Do not rotate the plunger while depressing it!. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to detach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. Another capsule was used to proceed with the procedure.